Event description:
Device issue: none. Time of device issue: after vessel closure. Adverse event: dissection. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a few days after arteriotomy closure, the pt had "trouble" at the puncture site. During an exploratory procedure, a vessel dissection was identified, which was repaired with surgical sutures. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.